Manufacturer narrative:
Concomitant medical products: fr995-29 valve, implanted: (B)(6) 2011; w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and sustained a bruised face and a cracked rib. It was further reported that the right ventricular (rv) lead exhibited intermittent high thresholds and unstable thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.